Manufacturer narrative:
The returned cf-hq190l video scope with serial number (B)(4) was returned and the scope interior and exterior inspected to make sure that it is not damaged in any way. The user stated no cultures were taken. Visual inspection on the received condition was performed and a stain inside the biopsy channel was found. An olympus boroscope was used to check the interior sections of the biopsy and suction channels. The biopsy channel was first inspected, and a scrape mark, as well as a stain were found inside the channel nearest to the opening at the biopsy port side. It is determined that the suction channel has large scrape marks near the opening at the scope connector side. The bending section cover glue is discolored on both ends. Cosmo leak testing was performed and passed. In addition, there were no loose debris found inside the channels. Based on the evaluation, the likely cause of the stain inside the biopsy channel is due to improper cleaning. The scrapes inside the biopsy and suction channels are likely attributed to, a damaged or incompatible instrument being inserted inside.

Event description:
It was reported that during a colectomy, the user was trying to inflate the colon so he could inspect the colon at the level of the anastomosis. The user had the scope in the rectum as they were trying to plug the gas connection to inflate the bowel, there was resistance. The user took a syringe and flushed the port and something came out of the scope and fell into the patient. The user was not sure if it was part of the interior of the scope or tissue/blood from another patient. Another scope was used to complete the procedure. No patient harm or injury reported due to the event. The foreign material was removed from the patient.